Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 595 mg/dl. Customer treated herself with 10 unit of insulin by manual injection. It was reported the battery was dead and replaced battery. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the insulin pump. The product will not be returned to analysis.